Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted if additional information becomes available. A maquet service technician evaluated the device. The battery was replaced and the device was successfully tested to manufacturer specification. The defective battery was requested to be returned for further evaluation. A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that on start-up of the device, despite previous charging, the batery voltage of the rotaflow console quickly dropped. The device was replaced for the planned patient transport. (B)(4).

Manufacturer narrative:
Field safety technician has been sent for investigation and defective battery. The defective battery has been requested under (B)(4) on 2016-05-19 for further investigation in our laboratory (life cycle enginieering - lce). Lce investigated as follows: electrical tests have been performed with the result that the reported malfunction cannot be confirmed. The first tests shows, that the accumulator is in adequate condition and worked over the specified time. The accu gets tested a second time after 28 day, not to IFU recommended storage, lying in the shelf. Thus the failure could not be confirmed. According to service report # (B)(4) the defective battery has been replaced. Additional functionality has been checked o.k. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).